Event description:
Attempted to insert lumbar drain under fluoroscopy. Multiple attempts were made in a patient with prior multi-level laminectomy. During repositioning of the drain the catheter fragmented.